Event description:
Device malfunction: suture resistance. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left femoral artery after an intervention procedure. Reportedly, the white suture was found to have coiled in a spiral and the knot pusher was unable to advance the suture knot past the skin level. Hemostasis was achieved using manual compression. Reportedly, the procedure was extended thirty minutes. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.